Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see associated report: 0001822565-2021-01523. Medical product: ps tibial articular surface provisional right size 3-5 cd top, item# 42527400410 and lot# 63030216. Returned tasp exhibits signs of repeated use and has fractured off on the medial side of the post. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp was returned fractured. Attempts to obtain additional information have been made; however, no more information is available.